Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Method: the device was reported as not available for return and analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: as the device was not available for analysis, no device testing methods were performed. For this reason results cannot be obtained. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Limited information was provided by the reporter. Attempts were made to obtain additional information without success. The instructions for use (IFU) specifies the following: there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, storage time, and detergents or alcohol on the filter. "When filled to nominal volume, easypump lt flow rate accuracy is ±15% of the labeled flow rate when infusion is started 0-8 h after fill and delivering normal saline as the diluent at 31 °c/88 °f against a back pressure of 40 cm of water." Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 60ml, flow rate: 2ml/hr, procedure: asku, cathplace: asku. An international distributor reported an incident that occurred in (B)(6) with a pump's infusion ending sooner than expected. The infusion ended in 20 hours. It was also reported as, "function - too high". No patient injury was reported. The device is not available for return. Additional information was requested, however is not available at this time.